Manufacturer narrative:
Reported event: 3.0 rio robotic arm - mics; burr uncoupled from anspach motor whilst burring bone from femur for pka method and results: device history review: a review of the DHR associated with rio (B)(4) found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding burr uncoupled from anspach motor whilst burring bone from femur for pka. There was one other reported event for the listed serial number (pr: (B)(4)). Conclusion: the data for the case was reviewed. Mako burr uncoupled from anspach motor whilst burring bone from femur for pka . Only noticed on withdrawing burr from wound whilst repositioning leg. The issue does not appear to be related to the 3.0 rio® robotic arm - mics, but related to the assembly of the anspach motor and end effector assembly. The system is working as intended and no malfunction is suspected. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system when the mako burr uncoupled from anspach motor whilst burring bone from femur. Despite uncoupling it continued to spin and burred too deeply. Defect of approx 5mm depth x 20mm x 15mm area noted by surgeon on anterior aspect of femur on withdrawing burr from wound.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system when the mako burr uncoupled from anspach motor whilst burring bone from femur. Despite uncoupling it continued to spin and burred too deeply. Defect of approx 5mm depth x 20mm x 15mm area noted by surgeon on anterior aspect of femur on withdrawing burr from wound.